Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot #73a1900452. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was not working; staplers do not stick when closing the wound in operation theater.